Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated: b4, b5, d9, g3, g6, h2, h3, h6, h10. The product was returned for investigation. The outer surface of the insert is inconspicuous. The inner surface of the insert shows a small dent. The flat rim of the insert has some scratches and area around one of the holes is slightly deformed. Scratches and small dents are also present in the flat area along the circumference of the insert. A review of the device manufacturing records confirmed no abnormalities or deviations. Device is used for treatment. Medical records were not provided. With the available information a definitive root cause cannot be established. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). D10 - associated products: allofit-s alloclassic, shell with polar screw plug, uncemented, 54/jj, item# 4266, lot# 3099559. G2 - foreign - italy. Investigation of this incident is currently ongoing. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that the surgeon found it difficult to position the insert into the cup during the hip implantation. The surgery was completed with another insert without any complications. Attempts have been made and no further information has been provided.